Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a sensor detached at school, the ilet transitioned to bg mode with one manual bg entry, and insulin delivery then stopped after no further entries were made; at home, attempts to pair a replacement dexcom g7 sensor to the ilet failed until a new g7 sensor was placed and confirmed in warmup. Symptoms included hyperglycemia with a reported blood glucose of 336 mg/dl without reported ketone testing or other adverse effects. Outcomes included temporary interruption of automated insulin delivery and the need for user guidance on ketone action plan and sensor replacement. Investigation included guided troubleshooting to reenter the sensor code, assessment of pairing status, and replacement with a new g7 sensor to restore cgm function. Investigation of this case revealed a sensor-pairing failure to the ilet that was resolved by replacing the g7 sensor and confirming initiation of warmup, consistent with a communication or setup issue rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user/device interface error associated with sensor replacement and pairing.